Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft separation occurred. The lesion was pre-dilated with a 2.0x15mm non bsc balloon. The physician then attempted to place a taxus express2 2.25x16mm drug eluting stent to the 80% stenosed lesion located in the moderately tortuous, moderately calcified, proximal obtuse marginal (om) artery. As the stent was being delivered, resistance was encountered and the distal end of the shaft came apart from the proximal end of the shaft, but did not break into two pieces. The stent was successfully removed from the artery and the procedure was completed with a taxus express2 2.25x16mm drug eluting stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8456170 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.